Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd¿ vacutainer tube was leaking at the contact point between the needle and the holder while collecting blood. Customer¿s verbatim: ¿ the collector inserted the needle into the patients arm and upon inserting the vacutainer, blood started leaking from the contact point between the needle and the holder. Blood continued to leak after the removal of the vacutainer until the device was completely removed from the patients arm. ¿

Manufacturer narrative:
Corrected information: b.5. Describe event or problem: it was reported that a bd vacutainer® one use holder was leaking at the contact point between the needle and the holder while collecting blood. Customer¿s verbatim: ¿ the collector inserted the needle into the patients arm and upon inserting the vacutainer, blood started leaking from the contact point between the needle and the holder. Blood continued to leak after the removal of the vacutainer until the device was completely removed from the patients arm. ¿ d.2. Medical device type: n/a was changed to jka. D.4. Common device name: blood collocation tube was changed to blood specimen collection device. Additional information: without a lot#, the medical device could be made in either broken bow or plymouth. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.1. Medical device brand name: bd vacutainer® one use holder. D.4. Medical device catalog #: 364815. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: preamendment.

Event description:
It was reported that a bd vacutainer® one use holder was leaking at the contact point between the needle and the holder while collecting blood. Customer¿s verbatim: ¿ the collector inserted the needle into the patients arm and upon inserting the vacutainer, blood started leaking from the contact point between the needle and the holder. Blood continued to leak after the removal of the vacutainer until the device was completely removed from the patients arm.¿

Manufacturer narrative:
The manufacturing location for this product is unknown. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ vacutainer tube was leaking at the contact point between the needle and the holder while collecting blood. Customer¿s verbatim: ¿ the collector inserted the needle into the patients arm and upon inserting the vacutainer, blood started leaking from the contact point between the needle and the holder. Blood continued to leak after the removal of the vacutainer until the device was completely removed from the patients arm. ¿